Event description:
It was reported that the atrial lead exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal and distal insulations were broken and the proximal coil was crushed. As a result of the damage, an electrical short was noted between the coils which caused the reported capture anomaly. The damage is consistent with physiological factors (i.e.: rib-clavicle crush).